Event description:
Rv bipolar impedance has been chronically >3000 ohms. Rv lead has been programmed to ttc pacing/sensing b/c of this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).